Manufacturer narrative:
Service rep replaced gpos and sys is now fully functional. Operational check okay. Return sys to service.

Event description:
Customer reported a workstation keyboard lockup. During a case in 2008 and called for service that day. The problem occurred with pt on the table and under anesthesia. The sys worked after reboot.